Event description:
A malfunction was reported with the pump, identified by malf 6 code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred.